Manufacturer narrative:
A request for additional information has been sent to the field rep. This report will be updated upon receipt of the additional information.

Event description:
It was reported that the right ventricle (rv) lead was inserted into the left cephalic vein. The lead could not be advanced or retracted, and as a result, was left implanted. The procedure was aborted due to an unknown cause. No adverse effects to the patient were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (Please refer to event description for additional information).

Event description:
It was reported that the right ventricular (rv) lead was inserted into the left cephalic vein. The lead could not be advanced or retracted, and as a result, was left implanted. The procedure was aborted due to patient anatomy and access issues. As a result, this lead perforated the innominate vein, and became lodged into the tissue. The lead was later extracted at a different hospital, and was disposed of. It was indicated by the field rep that this was not a lead performance related issue. No additional adverse patient effects were reported.